Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The previous pump was removed and replaced with a new one due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.